Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Customer's blood glucose was 117 mg/dl. Reportedly, a new cartridge was successfully loaded and the customer resumed insulin delivery.